Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the nurse reported blue cap would not lock and product leaked the entire case. Item also was reported to get hot to touch. Therefore, there was a thermal event.

Event description:
It was reported that the nurse reported blue cap would not lock and product leaked the entire case. Item also was reported to get hot to touch. Therefore, there was a thermal event.

Manufacturer narrative:
Alleged failure: customer stated nurse reported blue cap would not lock and product leaked the entire case/ item also was reported to get hot to touch. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be fluid ingress. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.